Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while performing a training, the x-ray functionality was unable to complete initialization. It was noted that there was no output from a connector on the power enclosure.

Manufacturer narrative:
Added device UDI and model numbers. Added user facility to report source.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suspected power conversion enclosure was returned to the manufacturer for analysis. Analysis found that failure in generator test. Analysis found that the reported event was related to a electrical issue.